Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty for a 90% stenosed target lesion located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre dilated with a 2.50 x 12 mm non compliant balloon. A 3.00 x 20mm synergy xd drug-eluting stent (des) was deployed at 14 atm for 10 seconds in the proximal lad. The stent was post dilated with a 3.00 x 12 mm non compliant balloon. Fluoroscopy revealed a type b, flow limiting proximal stent edge dissection that was caused by bend and calcification per the physician. An additional des and angioplasty was then used to cover the dissected area. The procedure was completed successfully, and the patient was stable and discharged.